Event description:
Caller reported that the t: slim x2 pump battery would not charge, despite following multiple troubleshooting steps such as trying different charging cables and wall adapters. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent, as the device was under warranty. The customer was advised to switch to manual insulin injections as a backup therapy and informed that the new pump would have software incompatible with their current sensor, prompting them to contact their healthcare provider for a compatible sensor prescription. The customer acknowledged all instructions, including returning the faulty pump to avoid additional charges.